Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. Onsite investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported difficulty starting the device. Further information was received indicating that the system failed to boot to a usable state. No patient serious injury or death was reported related to this event.